Manufacturer narrative:
The investigation was completed. Review of the available system data logs for the instrument found no records of system or sensor errors in or around the time of the escalated sample. The thb parameter was performing well within the published ranges at all levels of aqc around the time of event. Review of co-ox performance data from the date of event indicates a stable co-oximetry optical subsystem with a constant temperature. No thb calibration errors were recorded on or after the event. On the day of event, two d39 obstruction errors were present; multiple errors may indicate potential sample handling issues. The cause of this event is unknown. The instrument is performing as intended and is currently operational.

Event description:
The customer reported that they received discrepant total hemoglobin (thb) results on one patient compared to repeat testing of the same sample on their laboratory instrument. There is no report of harm due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will commence once the files have been uploaded. The cause of this event is unknown.